Event description:
During initial implant surgery in 2005, md attemptted an l2-l5 fusion. Md encountered difficulties getting one set screw started. While torquing the construct, the head broke off one of the multi-axial screws. Md replaced screw and completed fusion without incident. Pt is progressing normally.